Event description:
It was reported that the patient presented in the ER after receiving therapy. Several aborted charges due to noise were noted. Noise was reproducible with isometrics. An alert for high pacing impedance was observed from (B)(6). Insulation damage at yoke was observed at explant. Not clear if damaged during explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a conductor coil fracture at 2.2 cm from the connector pin due to fatigue.